Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was inpatient on bival for treatment of a lvad thrombus. The pt was sitting in a chair at his bedside having lunch (on batteries) when he noticed a short alarm. Low speed and pump stop alarms were noted. The pt was asymptomatic at the time. The pt described the alarm as the "same alarm/situation that occurred a few weeks ago while at another hospital facility. Upon review of the recorded log file history, the pt was noted to have the following events: low speed advisory, pulsatility index (pi) event, pump off, pi event, and low speed advisory. A review of the submitted log file data was consistent with the reported event. It was reported that the pt's lactate dehydrogenase levels were in the 1500's and a pump exchange was planned. The pt subsequently underwent a pump exchange.

Manufacturer narrative:
The device was returned and received by the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.